Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Reporting institution phone: (B)(6).

Event description:
It was reported that the speaker was not functioning. The device was not in use amd there was no patient involvement.

Manufacturer narrative:
Reporter full name: (B)(6).

Event description:
Philips received a complaint on the efficia cm12 indicating that the device speaker failed to produce sound. No adverse event occurred. The device was not in clinical use at the time of the event and there was no patient involvement. A philips response service engineer (rse) spoke to the customer. The rse determined that the "speaker malfunction" inop displayed when the event occurred. The customer was advised to replace the speaker assembly. A replacement speaker was ordered and shipped to the customer site. We will consider that the customer resolved the issue using the replacement part ordered from philips. The investigation concludes that no further action is required. The device failed to work as intended. The reported issue was resolved by the replacement of the speaker.